Manufacturer narrative:
Evaluation results: field service engineer was dispatched and service was performed on the multi-transducer module. Evaluation conclusion: raw data analysis of the run on the dxh800 revealed that the algorithm picked up an abnormal lymphocyte population with events from the lymphocytes falling in the monocyte region and the two populations looking overlapped. However, this overlapping was not significant enough for the algorithm to set a flag.

Event description:
Customer called on (B)(6) 2011 reporting of a false negative blast flagging on the unicel dxh 800 coulter cellular analysis system and the coulter lh 780 hematology analyzer on one specific patient generated on (B)(6) 2011. Customer mentioned that blasts were confirmed upon manual smear review. Customer also noted that the sample was run on a non-beckman instrument which flagged blasts. The erroneous differential results were not reported out of the laboratory. No injury or change to patient treatment resulted from this event. This report is for the false negative blast flagging on the dxh 800. Please see medwatch #1061932-2011-02524 for the report on the false negative blast flagging generated on the lh780. Field service engineer was dispatched and service was performed on the multi-transducer module (mtm). Raw data analysis of the run on the dxh800 revealed that the algorithm picked up an abnormal lymphocyte population with events from the lymphocytes falling in the monocyte region and the two populations looking overlapped. However, this overlapping was not significant enough for the algorithm to set a flag.